Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has learned how to walk and sit with the therapy. The patient has driven with the stimulation turned on, but learned not to lean back. He forgot to turn his stimulation off during the first week after implant and got startled. In (B)(6) of 2016, the first week after implant, the patient was shocked while driving. If the patient lays on the implantable neurostimulator, he comes out of bed and if he leans back into a soft easy chair, he comes right up out the chair when he has stimulation turned on. When he puts pressure against the spine, it changes the location or how it¿s touching the spinal cord and it can give a ¿pretty good buzz¿ or ¿jolt.¿ the straighter you stand or the farther you lean back, the higher the jolt feels. The patient stated that he knows that if he does lean back, he knows what will happen, so it doesn't startle him. It was also reported that when the weather is cooler, the implantable neurostimulator gets cold and it can take 5-6 minutes to warm up after he goes inside. This started to happen when the weather started to cool down.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported steps taken to resolve was just that the patient had to be aware when it is on and that they don't lean against a chair or if he goes to stand up be aware that he would be getting a tingle out of it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.